Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user hit a bump, the unit had a 6 flash error code left brake fault.